Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance, indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt reports that he has not felt device stimulation for two months. The pt denies any recent trauma or injury that may have damaged the vns therapy system. X-rays reviewed by manufacturer were inconclusive in determining whether there were any discontinuities in the vns therapy system. Electrodes implanted at c6-c7 with one tie down, and no strain relief. Generator implanted under the left armpit, lying at angle making it difficult to judge generator connector pin placement. The poor contrast of the x-rays and the difficult angle did not allow assessment of lead connector pin being fully past the generator header, or lead wires being intact at the connector pin. The entirety of the lead could not be seen due to the poor contrast, and some portion of the lead being behind the generator. Revision surgery is likely.

Event description:
An analysis was performed on the returned lead portion and a fatigue fracture was identified verifying the complaint. Also, light pitting on the quadfilar coil surfaces was identified in the area of the break. This is an indication that stimulation was present for some period of time after the fracture occurred. The remaining condition of the lead portion returned were consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Results of the product analysis investigation suggest that the identified lead break contributed to the reported high impedance event. The pulse generator was also returned and analyzed. The pulse generator battery had not reached end of life and the generator met electrical test specifications. No anomalies were noted during visual inspection.